Event description:
It was reported that during a laparoscopic colectomy, the device locked out during the firing. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Date sent: 10/18/2023. D4: batch # 989a79. Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pcee60a device was returned with no apparent damage and with a gst60w reload loaded on the device. The reload was received unfired and with dry body fluids. The device was tested for functionality in the straight position with the returned reload and achieved its complete firing sequence without any difficulties. The staple line was fully fired on the left side, and the right side outer row was fully fired, and the right two inner rows were unfired. The pan was removed and it was noted that the one-piece sled was damaged. The damage to the one piece sled has been correlated to the design and could have contributed to the reported event. This product issue will be addressed through ethicon endo surgery¿s quality system. Device history review a manufacturing record evaluation was performed for the finished device batch number 989a79, and no non-conformances were identified.